Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, the capsular bag was torn. The association between this event and the iol is not known. Additional information has been requested.